Event description:
Boston scientific received information from a competitor field report that the patient died during a procedure to extract the chronic boston scientific right atrial (ra) lead and competitor right ventricular (rv) lead due to vegetation growth and noise. The lead removal sheath was introduced uneventfully, but the laser sheath tore the patient's superior vena cava during removal of the ra lead. Cardiopulmonary resuscitation efforts were performed and the patient underwent cardiac surgery with no success and subsequently passed away.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.